Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 12, 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began in 2009. The cca noted that the pt manages her diabetes with oral medications. The pt denied taking any action regarding her diabetes management as result of the alleged issue. Sometime after the issue started, the pt claimed she developed a dry mouth and began to sleep a lot. Two days later, the pt reported that she was hospitalized as a result of the alleged issue. The pt claimed her blood glucose was "500 mg/dl" when she arrived to the emergency room and was treated with IV fluids. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendations. The alleged power issue remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, was treated for hyperglycemia by an hcp after the alleged meter issue began.